Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the base wheel of an ak 96 machine was observed to be damaged during priming. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the base wheel was damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the broken wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.